Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. Concomitant medical products: 5086mri implantable pacing lead 2014-(B)(6). (B)(4).

Event description:
It was reported that the day after initial implant, a ventricular sensing failure was noted on the electrocardiogram. It was reported that there was one ventricular pace missing in the data storage in one hour and thirty seconds. It was suggested to increase the ventricular sensitivity and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).